Event description:
It was reported that the graters are dull by the sales rep. Upon follow-up, only two grater heads within the set were identified as dull within the healthcare setting by the surgeon. The remaining graters were returned for routine product replenishment only and a failure was not identified at the time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for investigation. Physical examination of the returned instrument can identify dullness. Cutting surface, thus a normal wear by usage, is not as sharp as first use condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with this report was received for investigation. Physical examination of the returned instrument can identify dullness. Cutting surface, thus a normal wear by usage, is not as sharp as first use condition. Device was manufactured in 2021. A search of the complaint database found similar reports for dullness and the root cause is attributed to heavy use and wear out through operation time. Based on the investigation, the need for corrective action is not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch: null. Device history review: null.